Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The reporter did not provide any healthcare professional contact information; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A consumer reported many years following an intraocular lens (iol) implant procedure, that the lens is "slipping" in his eye. He could see it and he had it confirmed by a physician. The physician wanted to exchange the lens but the consumer felt unsure and is seeking the opinion of other medical professionals at this time. Additional information was requested.